Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-apr-2019 by a physician which refers to a female aged 40 years. The patient had no comorbidities. No information about history of allergies or previous filler treatments. In (B)(6) 2018, the patient received treatment with 2 syringes restylane volyme to malar (1 syringe on each side) and 2 syringes restylane lyft to unknown area (for sustentation) for filling of malar area and dark circles. Lot numbers, needle types and injection techniques were not reported. The physician informed that there was no complications and edema after the procedure. On an unknown date in 2019, the patient experienced an episode of eye stroke(retinal vascular occlusion). As a measure to eye stroke, the patient had a medical consultation with an ophthalmologist and it resolved. On an unknown date in (B)(6) 2019, 4 months after the injection of restylane volyme and restylane lyft and one week after the eye stroke, the patient experienced edema in the lower eyelid of sudden onset(eyelid oedema), on the same side where the eye stroke had occurred. On the day before the onset of the edema, the patient was normal, she slept and woke up with edema. At the time of the report, the patient was recovered from eye stroke and the outcome of the lower eyelid was not reported. The physician forwarded a video and photos of the patient. Outcome at the time of the report: edema in the lower eyelid of sudden onset was unknown. Eye stroke was recovered/resolved.

Manufacturer narrative:
The adverse events were assessed as unrelated to the products, the initial case was therefore not reportable according to 21cfr803.50 and was submitted in error. Should additional information be received that changes the relationship of the events to the products, a follow up report will be submitted with the additional information.

Manufacturer narrative:
Manufacturer narrative: lot number was not reported. Pharmacovigialnce comment: the serious event of retinal vascular occlusion and the non-serious event of eyelid oedema were considered unexpected and unrelated to the treatments due to the four month time to onset. Serious criteria included the need for medical intervention to prevent permanent damage. Alternative etiologies for thromboembolism or a hypercoagulable state should be considered. This case did not meet the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a female aged (B)(6). The patient had no comorbidities. No information about history of allergies or previous filler treatments. In (B)(6) 2018, the patient received treatment with 2 syringes restylane volyme to malar (1 syringe on each side) and 2 syringes restylane lyft to unknown area (for sustentation) for filling of malar area and dark circles. Lot numbers, needle types and injection techniques were not reported. The physician informed that there was no complications and edema after the procedure. On an unknown date in 2019, the patient experienced an episode of eye stroke (retinal vascular occlusion). As a measure to eye stroke, the patient had a medical consultation with an ophthalmologist and it resolved. On an unknown date in (B)(6) 2019, 4 months after the injection of restylane volyme and restylane lyft and one week after the eye stroke, the patient experienced edema in the lower eyelid of sudden onset(eyelid oedema), on the same side where the eye stroke had occurred. On the day before the onset of the edema, the patient was normal, she slept and woke up with edema. At the time of the report, the patient was recovered from eye stroke and the outcome of the lower eyelid was not reported. The physician forwarded a video and photos of the patient. Outcome at the time of the report: edema in the lower eyelid of sudden onset was unknown. Eye stroke was recovered/resolved.